Manufacturer narrative:
Final analysis found a partial lead was returned in two pieces. An insulation abrasion was noted at 46.2 cm to 46.3 cm from the distal tip. This most likely contributed to the reported noise and inappropriate mode-switch from the field.

Event description:
It was reported that the patient presented to hospital, noise was noted on the atrial lead causing inhibition and inappropriate automatic mode switch. The noise was reproducible with isometrics, capture and sensing values were normal. The lead was explanted and replaced without complications on the left side. The patient presented stable after the procedure.